Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left "textured implant." Healthcare professional later reported "implant is ruptured." Device remains implanted.